Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they got a reading then the insulin pump started vibrating. The customer stated that the insulin pump shut off then had a black dot on the screen. The customer was unable to troubleshooting at the time of call. The insulin pump will not be returned for analysis.